Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) system had received shock therapy due to atrial fibrillation at some point in the past. Further information was provided that the device system was explanted due to infection. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.